Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an inability to withdraw needle over guidewire was confirmed but the exact cause remains unknown. The product returned for evaluation was a guidewire. The damaged guidewire was measured to be 36cm long and contained the intact distal floppy tip. A small segment has fractured off of the proximal end. The fractured and elongated piece was a 1.2cm long and contains the proximal end and weld tip. Blood residue was seen throughout the returned guidewire. Tactile evaluation of the distal guidewire segment revealed a kink 22cm from the distal end. A kink in the proximal segment was found 0.8cm from the proximal end. Microscopic examination of the distal end of the guidewire (on the long segment) revealed that the distal weld tip was intact. The coil wire on the distal segment was not elongated. The coil wire near the split site on the distal segment had a small pinched or narrowed section. The suggest the guidewire may have come into contact with a sharp surface. The outer diameter of the guidewire was measured at the distal segment and proximal segment and was found to be within manufacturing specification. The introducer needle was not returned and did not allow inspection of the needle bevel. Based on the description of the reported event, possible contributing factors include retraction of the guidewire against the needle bevel and forceful removal of the guidewire against resistance. A lot history review (lhr) of reds1358 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer needle was unable to be withdrawn since the rear-end of the guide wire was thicker. Therefore, it was impossible to insert the vascular sheath and the puncture failed. 03/18/2021- the returned wire was found fractured during evaluation.